Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A nurse at the surgeon's office reported to integra that the doctor had observed on an x ray at a postoperative follow-up visit, that the lower extremity fixation plate was broken. Integra has requested, in writing, additional clinical information. The precise product catalog number and lot number of the complaint sample was not provided by the nurse who reported the event. It has been requested, in writing, by integra.